Manufacturer narrative:
A review of the image files showed that no sample was dispensed into the wells. We are unable to rule out that sample contained bubbles. Bubbles were present in multiple plasma fill wells on the antibody screening and identification assays. The customer was advised to change the probe and fluidics to probe tubing. No additional unexpected reactivity has been obtained. The instrument is operating according to specifications.

Event description:
A customer reported that an unexpected negative result was obtained in the antibody screening assay on echo m00224 for a sample with a history of having anti-k.